Event description:
It was reported that the patient was taken to the hospital by ambulance with blood glucose (bg) that dropped to 20 mg/dl. The patient was semi-conscious, sweating with slurred speech. For treatment, the patient was given glucagon, intravenous (IV) of saline and insulin. The patient was given heparin for blood clotting. The pod was worn between 24 and 36 hours on the abdomen. The patient was discharged after 2 days.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
There are safety mechanisms within the device that prevent the over delivery of insulin. The download data from the returned device shows the pod ran until it reached its 80 hour expiration and generated an 0x1c alarm. Investigation of the returned device found no evidence of any damage or manufacturing deficiencies that would result in the device over delivering insulin.